Event description:
Patient reports their nebulizer seems to be missing the top blue lid that sits on the nebulizer (reservoir cup) and connects to the mouthpiece. The mist is escaping into the air and not going through the mouthpiece. Date of malfunction: (B)(6) 2025. Patient has not missed any doses. No further information provided.